Event description:
Additional information received identified the patient experienced discomfort at the ipg site prior to going for surgery. Reportedly, the issue has resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2017 to relocate the ipg site to the flank area by choice. No adverse event to the patient was reported.